Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer biomed reported that the bedside went blank. The screen is totally black; no inops. The patient is deceased.

Manufacturer narrative:
The customer biomed returned the device to the philips repair bench. The philips repair bench confirmed the reported issue, and determined that the mainboard needed to be replaced. A display being blank would be obvious to any user and troubleshooting or alternate monitoring would be implemented if warranted. The philips repair bench replaced the mainboard (453564181871; IV-mp50 pca main board 32mb cf2 nrohs), reloaded the software, cloned the unit configuration, calibrated the touchscreen, and finished all function and safety tests. The device was returned to full functionality, and will be returned to the customer. No subsequent calls were logged for this device/customer. According to the customer biomed, the device was not contributory to the reported death. No further investigation is warranted at this time.

Event description:
The customer biomed reported that the bedside display went blank. The screen is totally black; no inops. The patient is deceased.